Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the catheter snapped when slitting with a universal slitter. The physician was able to get the slitter back onto the remaining catheter and slit the rest of the catheter with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The shaft of the delivery catheter was spiral slit. The catheter shaft was torn. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The septum of the cat heter was damaged. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned in two pieces without the slitter. The septum of the delivery catheter was damaged while slitting. The shaft of the delivery catheter was torn at 14.8 cm. The shaft of the delivery catheter was kinked at 15.3 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.